Manufacturer narrative:
H3 (device evaluated by manuf) this device is service by ge. Philips only visitis site when requested by customer. Philips was not informed of this problem and did not go to the site immediately after the incident. H6 (eval method) (other) the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed in response to medwatch form 3500a, report #0100230000-2006-8001. The description in block b5 states: physician was advancing guide wire for angioplasty intervention when equipment failure occurred and guide wire perforated a coronary artery. Relevant info prior to actual event: cath lab call team was called in for an emergency procedure early am hours of the day of the event. During procedure, the imaging/x-ray equipment monitors flickered and cineflurography temporarily stopped working. The registered radiographer on call team asked physician to temporarily stop procedure. The imaging equipment was turned off for short interval, then back on. When equipment came back on-line, all systems seemed to be working and the procedure continued without further incident. Event: workday began - staff assigned to lab was unaware of early am malfunction. 1rst case pt was brought to room and prepared for lhc with possible pci/physician performed the diagnostic cath. Determined pt needed an intervention (angioplasty with stent placement). Physician proceeded with procedure. The interventional guide wire was inserted and advanced into the coronary artery, the imaging equipment flickered and blinked. The equipment was rebooted. When imaging equipment came back on-line, the images were still visible, however, the image quality seemed to be somewhat degraded. Staff in the procedure room stated images on the monitor were of poor quality and visualization was difficult. The staff reported the guide wire that had previously been advanced into the coronary artery could have inadvertently caused a perforation of the coronary artery during the time the equipment malfunctioned advancing guide wire for angioplasty.